Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor needle broke. The customer's blood glucose was unknown at the time of incident. The customer stated that the needle happened to broke while being released on the serter. The customer stated that the serter was not releasing after the 2nd button press. The sensor will be returned for analysis.

Manufacturer narrative:
Reliability analysis inspected two opened/used enlite sensors and found both needle hubs separated from sensor base. Also performed visual inspection and checked both introducer needles for burrs/hooks and dull needles tip defects and none were found. Introducer needles passed per specifications. Unable to perform insertion anomaly due to the product being returned opened/used.